Event description:
End user reports while driving the power wheelchair across in a crosswalk, she was struck by a motor vehicle.

Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user was driving the power wheelchair across the street in a crosswalk and was hit by a motor vehicle. Hoveround owner's manual warns end users "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic, crossroads at locations where you are most visible to motor traffic."